Event description:
During an esophagus stricture dilation, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] the sheath near the balloon got kink & ruptured. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the pictures provided with this report because the product said to be involved was not provided to cook for evaluation. The lot number provided in the photos matches this report. The label in the photos matches the product reported. A review of the photo received of the device confirmed the report. The catheter is broken at the distal end exposing the inner purple sheath. The blue catheter appears to have been stretched at the location of the break and the purple sheath appears to have been kinked and split. There is also a kink at the distal end of the silver printing on the catheter. No further details can be determined from the photos. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. A corrective action has been initiated to reduce occurrences of catheter cracking, splitting or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a leak test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.